Manufacturer narrative:
Corrected data: upon further review, the events of explant and unexpected post op refraction were reassessed as not reportable for zfr00v lens with sn (B)(6) as there is no allegation or deficiency reported against the lens. It is indicated that the diopter error is in relation to patient's axial length and formula calculation. Hence, the information from the initial MDR pertaining to the earlier mentioned codes (4629 - device revision or replacement and 2138 - visual impairment) and reportability (section b1 and b2) are no longer applicable and case is considered as not reportable. There will no longer be any further reporting under MFR report number 3012236936-2024-00018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available.e1:telephone number:02-6207-1236. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that non-preloaded multifocal lens (iol) was explanted from the patient's eye during secondary surgery due to blurry vision, and the iol diopter did not fit the patient. Directions for use were followed. There was no incision enlargement, no sutures, and a vitrectomy was not required. The lens was replaced with the same model lens. Patient post status is myopic. No further information is available.